Event description:
Boston scientific received info that the pt with this device system presented in the hospital after having felt palpitations and possibly experiencing a syncope episode. Upon device interrogation, there was suspected atrial loss of capture. The atrial output was increased, which resolved the atrial loc. In review of the store ventricular tachycardia episodes, no pacing pauses were observed. A chest x-ray was performed and the right atrial lead was confirmed to be dislodged. A revision procedure was performed and the ra lead was successfully repositioned, with lead measurements within acceptable limits. No adverse pt effects were reported during the procedure. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.